Event description:
A customer had a problem with the 20 x 1 hypo needle. The customer reports "needle detached from hub while drawing up medication."

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.